Manufacturer narrative:
Internal complaint reference: (B)(4). Lygrisse, k. A., matzko, c., shah, r. P., macaulay, w., cooper, j. H., schwarzkopf, r., & hepinstall, m. S. (2021). Femoral neck notching in dual mobility implants: is this a reason for concern?. The journal of arthroplasty, 36(8), 2843-2849. Https://doi.org/10.1016/j.arth.2021.03.043.

Event description:
It was reported that, on literature review "femoral neck notching in dual mobility implants: is this a reason for concern?", one (1) patient who underwent primary thr with an unspecified uncemented polarcup experienced a dislocation of the hip. The specific postoperative date during which this complication occurred is not known. The failure details associated to the dislocation sustained by this patient and any measures taken to resolve this complication are also not known. No further information is available.

Manufacturer narrative:
H3, h6: the study of lygrisse et. Al. [1] reports "femoral neck notching in dual mobility implants: is this a reason for concern?". It was reported that one (1) patient who underwent primary thr with an unspecified uncemented polarcup experienced a dislocation of the hip. The specific postoperative date during which this complication occurred is not known. The failure details associated to the dislocation sustained by this patient and any measures taken to resolve this complication are also not known. As this is a literature complaint, the devices used in treatment, were not returned for investigation. The part and the batch number are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. As no device was received for investigation, a visual inspection could not be performed. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Available information is not sufficient to give information about CAPA, pra/hhe or field actions. A review of the risk management documentation verifies the failure mode and severity of the reported issue. The IFU (lit. No. 12.23 ed 03/21) lists dislocation as a possible adverse effects resulting from a hip arthroplasty. A medical investigation was conducted. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text. The root cause of the reported dislocation and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Based on the conducted investigation the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1] lygrisse ka, matzko c, shah rp, macaulay w, cooper jh, schwarzkopf r, hepinstall ms. Femoral neck notching in dual mobility implants: is this a reason for concern? J arthroplasty. 2021 aug;36(8):2843-2849. Doi: 10.1016/j.arth.2021.03.043. Epub 2021 mar 24. Pmid: 33875287.